Event description:
It was reported the gastrointestinal videoscope had no image during a diagnostic, esophagogastroduodenoscopy (egd) procedure. The procedure was completed using the same device with no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.